Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose which was 2.4 mmol.l and treated it with food. Customer's current blood glucose was 10.1 mmol/l. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature at the time of event was not active. The insulin pump will not be returned for further analysis.